Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left recurrent indirect inguinal hernia. It was reported that after implant, the patient experienced recurrence and pain. The device had been used with I-flow on-q pain relief system with silver soaker antimicrobial catheter (pm013-a). Post-operative patient treatment included revision.